Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00277. It was reported that during an ipg replacement procedure, the surgeon discovered one of the leads was cracked. The lead was explanted and replaced, which resolved the issue. Effective therapy was restored post-op, and the explanted lead was discarded. It could not be confirmed which of the two leads this complaint pertained to, so both leads are being reported.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-00277.